Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from march 23, 2021 to march 24, 2021. H10: the device was received for evaluation containing 132 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a ce infusor lv (large volume) under infused. Approximately 90% of the solution remained in the device. The device had been filled with 18000mg piperacilln/tazobactam (pipertaz) in 240ml buffered 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.